Event description:
Customer reportedly received the following results within 10 minutes on two different systems: 408 mg/dl (compact plus system 1) and 179 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).